Event description:
Information was received that this smiths medical cadd administration sets experienced leaking at the filter site. It was reported that the nurse called saying that the tubing iv7394 has been leaking at filter site. No reported adverse effects.